Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a blank display and a no delivery alarm. The customer's blood glucose reading was unknown. The customer also stated that the screen was scratched. The customer stated that the device could have been exposed to moisture. The customer tried to troubleshoot, and eventually the display did return with a new battery. The customer performed the self-test and it failed. Nothing was replaced or returned.